Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (lxa size 21) was explanted on (B)(6) 2015 after 3 years due to valve insufficiency . Tear in non-coronary cusp was detected on the valve. Due to the fact that the patient at the time before the explant had an infection ( not valve related) , part of the valve has been send to the hospital lab for research on bacteria.

Manufacturer narrative:
Results: the results of device history records review confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Results: review of the device history records is being conducted . The full histopathological evaluation will be performed upon receipt pf the device.

Manufacturer narrative:
Material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Manufacturer narrative:
Exact implant date was unknown, however, information was provided that the valve was implanted in (B)(6) 2011.